Event description:
It was reported that a programming wand could not establish communication due to the green light staying on all the time. The medical professional replaced the 9 volt battery three times, but the issue prevailed. Product was returned to the manufacturer and underwent product analysis. Product analysis revealed that the serial data cable of the wand had an intermittent conductor which produced communication errors and replacing the cable with a known good cable produced proper product functionality.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.